Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic with their right ventricular lead exhibiting significant increase in high voltage lead impedance. It was recommended that the patient be brought to the clinic for lead imaging and additional testing. No patient symptoms were reported.